Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician noted a slight twisting of the pace sense lead from the previous position in the pocket. All the testing was normal but the physician felt silicone sleeve over the area was necessary. The silicone sleeve was placed and the lead is still in use. No patient complications have been reported as a result of this event.